Event description:
During a planned maintenance visit, co service rep noted output of vaporizer was not within specification. Additionally, according to co's records, this unit has nor been serviced since its mfg date of 1990. Co recommends vaporizaers be returned to co every 3 yrs for routine service and maintenance, as stated in the device operation and maintenance manual.